Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: mar 18, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was received coated in viscoelastic residue. The lens was cleaned; a scratch was observed on the haptic optic junction. The physical characteristics of the received lens was confirmed to match that of a dib00 model lens. The complaint issues were not identified during product evaluation. The observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a4: weight: unknown, information was requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient underwent implantation of a preloaded monofocal intraocular lens (iol) in the left eye (os). Following the procedure, the patient experienced blurry vision, although daily activities were not significantly affected. The intended target refraction was 20/20. The patient was under-corrected but not over-corrected. It is unknown whether there was a loss of two or more lines of best spectacle corrected visual acuity (bscva). Pre-operative refraction and pre-operative bscva were unknown, as were the post-operative refraction and post-operative bscva. An intraocular lens exchange was subsequently performed, during which the original lens was replaced with the same model at a higher diopter value (+22.00 d). No incision enlargement or vitrectomy was required. The physician noted that sutures are used only when necessary; none were required in this case. No additional medical attention or medication outside the standard of care was needed. There was no surgical delay, and directions for use were followed. It is unknown whether the device caused or contributed to the reported event. The iol exchange was completed successfully, and the patient has fully recovered. No further information was provided.